Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately thirteen years and nine months post-implantation, the patient began to experience pain and stiffness in the knee. Subsequently, the patient underwent revision surgery to replace the patellar component. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Medical product: unknown natural knee femoral component size2 gsf: catalog#ni, lot#ni; unknown natural knee tibial component size2: catalog#ni, lot#ni; unknown natural knee articular surface 9mm congruent: catalog#ni, lot#ni; unknown palacos r+g cement: catalog#ni, lot#ni. Report source: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Primary operatives state that there was complete bone on bone osteoarthritis affecting the patellofemoral joint with lateral half of patella completely eroded with corresponding anterior and lateral femoral surface worn to eburnated ridged subchondral bone and lateral marginal osteophytes, however there no intraoperative complications seen after the implantation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.